Manufacturer narrative:
Aware date was entered incorrectly as 2019-09-03 on previous report. Correct aware date was 2019-09-04. If information is provided in the future, a supplemental report will be issued.

Event description:
No additional information was received.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a consumer indicated a change in activity level led to the sudden chest pain and since the pain did not subside after rest, they went to the local hospital ER. The sudden chest pain had resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins) for parkinson's dual and dbs therapy indications. It was reported there was EKG interference. The patient suddenly had chest pains. They were able to successfully capture an EKG after turning the ins off. No further complications were reported as a result of this event.